Event description:
Simv volume control, cmv 15, simv 6, ps 10, tidal vol 600, fi02 30%. Other setting unknown. On a patient, no patient injury. The unit had a tidal breath of 1500 and a second reported breath of 2000. One nurse saw a larger than normal expansion of the chest and heard a longer breath. Vent replaced.